Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported tip sparking could not be determined, as the reported issue could not be confirmed/no problem found. The device was found to meet specifications. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the handle "hicura", size m, monopolar tip sparked. The event occurred during a therapeutic procedure. The procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.